Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose level of over 600 mg/dl and went to the emergency room on (B)(6) 2016. She was released from the hospital and it started to happen again. Her blood glucose level went up to 600 mg/dl again. The infusion sets had crimped cannulas every time she changed them. The customer gave herself a correction with a syringe. The customer was wearing the insulin pump at the time of the hospitalization. The customer experienced a hyperglycemic event. The adhesive from the sensor and tape irritated the customer. The device was not returned.